Manufacturer narrative:
Concomitant medical products: model: 407652, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture, rising and high/undefined impedance. Additionally, a lead integrity alert (lia) had triggered with increased sensing integrity counter (sic), high rate non-sustained episodes, and oversensing which resulted in the patient receiving inappropriate therapy. Reprogramming was completed and a lead fracture was confirmed. A lead revision will be completed at a future date. No further patient complications have been reported as a result of this event.